Event description:
No serious event occurred. No patients were affected. A customer noticed a malfunction after upgrade of the system. This issue was found in the raycare upgrade. Message body from patient related messages created in raycare 3b, raycare 4a will be lost when upgrading from raycare 2 to raycare 3b or later.

Manufacturer narrative:
A software implementation error in raycare 3a has been identified. When upgrading from raycare 2 to raycare 3a an error is introduced. The error however does not manifest until an upgrade to 3b or later is done. Raycare 3a can be safely used. If, the missing message body text contains information that is intended to influence treatment planning or instructions on patient care, the treatment may not be performed as intended.

Event description:
Follow-up of report rsa: MDR 3010034862-2023-00012 75198 rc message contents lost. No serious event occurred. No patients were affected. A customer noticed a malfunction after upgrade of the system. This issue was found in the raycare upgrade. Message body from patient related messages created in raycare 3b, raycare 4a will be lost when upgrading from raycare 2 to raycare 3b or later.